Event description:
The patient experienced uncomfortable stimulation. She had a baby in september by c-section. Her device was not turned off for the pregnancy or delivery. She has felt a "shocking from inside the pocket within about a ½ inch radius of the pocket". There has been a change in her therapy since pregnancy and delivery. She is very sick without her stimulation on. The patient was instructed to contact her physician. Additional information has been requested.

Manufacturer narrative:
Lead: model 435135, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Lead: model 435135, serial# (B)(4), implanted: 2010 (B)(6), explanted: na.